Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by the hospital's biomed team that they receive device issue involving channel errors and that "85-90% cannot be reproduced." This was reported to bd representatives during their site visit and reviewed proper set loading procedures with the hospital team. The information on patient involvement is unknown. Although requested, additional information was not provided.